Event description:
It was reported that a patient underwent an appendectomy procedure on (B)(6) 2012 and suture was used. The patient developed suture spitting. The patient also experienced pain equal to surgery pain, and required antibiotics and additional pain medication for an infection at the suture site. The patient's activities are still limited. Patient was more active one week after surgery, before the sutures began to dissolve.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).